Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 22.3 cm to 23.4 cm from the connector pin, exposing the outer coil, due to friction with the device can.

Event description:
It was reported that during a routine device change out, the right ventricular lead exhibited noise and intermittent sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.